Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test. The device had scratched screen, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube, and reservoir tube cracked.

Event description:
It was reported that the insulin squirted out during priming. It was stated that the customer attempted to prime and the piston needed a lot of resistance in order to stop. The device had a crack by the battery compartment. No further information was provided.